Event description:
It was reported to st. Jude medical that the ICD was explanted when the battery voltage reached near eri after being implanted 30 months. The physician was concerned about the battery voltage depletion rate and elected to replaced the device as the pt was prone to vt "storms."